Event description:
Hile using a byte night aligners, patient was seen by their dentist for a scheduled periodontal visit. The patient has concerns with #24 for mobility. The patient has documented mobility and recession issues prior to aligner treatment. When she was seen these issues have increased with recession increasing from 3mm to 6mm and increased mobility. There are now concerns for #25 and #9 as they are both slightly mobile. Patient provided requested videos to show these concerns, patient did provide letter of recommendation. After review patient needs to be cleared by their dentist to continue on with treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.